Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, no delivery and motor tests. There was no motor error alarm noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, no delivery and motor tests. There was no motor error alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump alarmed motor error during bolus. Troubleshooting was done. No blood glucose reading provided. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.